Manufacturer narrative:
Patient samples were collected in 3ml hemagard vacutainer tubes. Controls were run before but not after the event. The instrument is currently performing within qc specifications. A field service engineer (fse) went on-site (B)(4) 2011. Fse reviewed the hgb blank adjustments, performed a probe alignment and ran a reproducibility check which all passed. Instrument repair was verified and system was validated.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect low hemoglobin (hgb) and hematocrit (hct) results generated by the coulter act 5 diff cap pierce (cp) on two patient samples that were reported outside of the laboratory. The results provided by the customer are shown in the attachment. Review of the data shows the first patient (a) was rerun the next day with higher rbc, hgb, hct and platelet (plt) results that were consistent to patient history and considered correct. This patient was also redrawn with results considered consistent with patient history. Per customer, they were not concerned by the lower wbc result for this sample. The second patient (b) was redrawn with higher rbc, hgb, hct and plt results consistent with patient history and also considered correct. There was no death, injury or change to patient treatment attributed to or connected with this event.